Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report# 2183959-2013-01150. It was reported that the pt has stress urinary incontinence presenting with mild symptoms of "losing urine on coughing, sneezing, laughing" which does not appear to be disturbing to the pt. No intervention has been performed and the stress urinary incontinence is "continuing." No additional pt complications have been received in relation to this event.